Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a patient notifier, high out of range hv lead impedance and pacing lead impedance were noted. The impedance has been rising gradually since (B)(6) of 2016 in all vectors. Capture thresholds was also increased slightly. The patient was stable throughout the device interrogation. Possibility of lead maturation was discussed and programming changes were recommended. Recommendation will be discussed with the physician. No further information is available.